Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not open. No patient injury or complications resulted from the issue. Examination of the received device also found the knife could be deployed with the jaws open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: 2017-05-23 . One used ls1037 ligasure device was received, and examination of the returned sample could not confirm the issue with difficulty opening. The jaws of the device would open when tested. However, an alternate and non-contributing issue was found with the jaws where the knife could be deployed when the jaws are open, exposing the knife. Further evaluation found the issue to be due to a push rod that had been disconnected from the spring guide within the device. The spring guide was significantly worn by external forces during use and the damages allowed the push rod to escape. The investigation identified the root cause of the reported event to be external forces during application. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.